Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. Intervention was performed and the device was eventually able to pair. There were no patient consequences.

Event description:
New information received indicates the device was able to pair with the mobile application. No intervention was performed.

Event description:
New information received indicates the device was again unable to pair to the mobile application. No intervention was performed. There were no patient consequences.